Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastrectomy removal of "gyst" procedure, the surgeon used a veress needle for insufflation, the patient was thin and around 2.5 liters of gas was placed into the abdomen. On using the bladed trocar where entry was a couple of centimeters above the umbilicus, the trocar hit the aorta. The patient lost 2,700 ml of blood and was given a couple of units plus fluid. In order to manage the problem, they had to convert to open and the procedure was prolonged 60 minutes. Immediately following the procedure, the patient was in critical condition. The patient went to itu for observation and is recovering. The matron advised that the surgeon does not think it was the trocar but they would like the product to be tested.

Event description:
Patient had pain, x-rays show high metal debris. A revision surgery is necessary, the revision is scheduled for (B)(6).2010.

Manufacturer narrative:
(B)(4). Reset button. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The analysis results of the device found that it was received in good visual condition. Upon evaluation of the obturator, the reset button was noted to be in the safe position; however, the bullet could be retracted to expose the knife. The penetration feature was evaluated with the skin test media; during six non-consecutive test sequences the reset button failed return to safe position but the bullet could not be retracted to expose the knife. During one test sequence the reset button returned to safe position but the bullet could be retracted to expose the knife. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information from surgeon: "I do not believe that this was a faulty port though I think it is important that it is checked. The patient was lying with legs up. Just under 2 litres of pneumoperitoneum had been established. This was the primary port. The patient's anatomy was normal. The patient was hospitalised for one or two days longer than intended and has fully recovered. She was in her (B)(6) and I think weighed about (B)(6) kg. The trocar appeared to have engaged in omental tissue soon after entry to the abdominal cavity and I believe that this has led to the shield being held open and the blade of the trocar engaging the aorta."